Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been more than 4 years since the subject device was manufactured. Based on the results of the investigation, it can be assumed that the lint/fiber of cloth to wipe the subject device during reprocessing entered the air/water channel. A definitive root cause cannot be identified. The instructions for use (IFU) instruction manual state: - IFU states as follows: ¿recommended to be used lint-free cloth during reprocessing. Lint/fiber of cloth possibly enter channel due to using of except lint-free cloth. Cleaning, disinfection, and sterilization procedures - precleaning - wipe down the insertion section - wipe the entire insertion section with a clean, lint-free cloth soaked in detergent solution. Wipe from the boot at the control section toward the distal end. Inspection of the endoscope : inspect the external surface of the entire insertion section, including the bending section and the distal end for dents, bulges, swelling, scratches, peeling of coating, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities. Inspection of the endoscopic system. Inspection of the air-feeding function. Inspection of the objective lens cleaning function." Olympus will continue to monitor the field performance of this device.

Event description:
The customer reported that, during preparation for use, there was no air or water flow from the device due to the air/water channel being clogged. The subject device was sent to an olympus service center for evaluation. During inspection and testing, foreign material was found clogging the air/water nozzle. This report is being submitted for the malfunction found during evaluation (foreign material). There was no harm or user injury reported due to the event.

Manufacturer narrative:
During inspection and testing, service found the air/water nozzle was clogged with foreign material due to insufficient reprocessing. In addition, there was a leak from the biopsy channel due to the channel being pierced by an accessory, the pin at the electrical connector was loose due to handling, the insulation resistance value was out of specification due to the distal end cover being damaged, the light guide lens was cracked due to handling, the objective lens was scratched, light guide fibers were broken, the adhesive on the bending section cover was chipped, the insertion tube was buckled and scratched due to handling, there was wrinkle in the insertion tube, paint was peeling from the air/water nut and suction cylinder nut, the universal cord was wrinkled, angulation was out of specification and there was play at the angulation knobs, the up/down knob was scratched, there was uneven illumination, water removal functionality was out of specification, there was insufficient air and water flow, and the suction function was out of specification. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time.